Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced after 39.7 months due to the renewal advisory and the elective replacement indicator (eri). The physician also questioned whether the battery depleted prematurely. Another guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.